Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the gap between the acoustic lens and ultrasound probe, the evaluation findings were as follows: due to damage, switch #3 did not work, the suction cylinder was deformed, the elevator channel plug had corrosion, the acoustic lens was damaged, and due to wear of the knob wire, the forceps lever had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope temporarily had too high of pressure when flushing the albarran channel. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a gap between the acoustic lens and ultrasound probe.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, a cause could not be specified. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.